Manufacturer narrative:
Additional information: d4. H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the device was noted to be cracked during set-up/prior to the procedure. Reportedly, the procedure was completed without delay or patient harm using a competitor device. Based on the limited information provided, the root cause could not be concluded. No patient injury was reported and further patient impact would not be anticipated. No further medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during set-up for surgery, the ruler was noticed as cracked. The surgery was performed, without delay, by using a competitor device. The patient was not harmed by the aforementioned report.